Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a pump module had free flow event. On the critical care unit, a primary line of normal saline was running to keep vein open. Clinician hung a secondary line of sodium phosphate. Clinician ensured the primary bag was below the secondary bag. Pump was then programmed to infuse 500ml at 83.3 ml/hr. When clinician pressed start, it was noted the secondary line began to free flow. Infusion was stopped and switched to a new pump. There was patient involvement but no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text: not applicable. Device evaluated by bd service.

Event description:
It was reported that a pump module had free flow event. On the critical care unit, a primary line of normal saline was running to keep vein open. Clinician hung a secondary line of sodium phosphate. Clinician ensured the primary bag was below the secondary bag. Pump was then programmed to infuse 500ml at 83.3 ml/hr. When clinician pressed start, it was noted the secondary line began to free flow. Infusion was stopped and switched to a new pump. There was patient involvement but no harm.

Event description:
It was reported that a pump module had free flow event. On the critical care unit, a primary line of normal saline was running to keep vein open. Clinician hung a secondary line of sodium phosphate. Clinician ensured the primary bag was below the secondary bag. Pump was then programmed to infuse 500ml at 83.3 ml/hr. When clinician pressed start, it was noted the secondary line began to free flow. Infusion was stopped and switched to a new pump. There was patient involvement but no harm.

Manufacturer narrative:
Additional information: imdrf annex a, c, d codes.